Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's physician reported the patient's cgm (continuous glucose monitoring) and pod lost connection resulting in dka. Blood glucose levels, treatment and length of hospitalization were not provided. Three follow ups were attempted but no new information was provided. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.